Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the device's upstream occlusion (uso) seal was separating. The uso seal was replaced to fix the issue.

Event description:
It was reported that the device had corrosion on bottom battery springs. Device will not power on unless connected to ac adapter. The results of the investigation found that the device's upstream occlusion (uso) seal was separating. There was no patient involvement.